Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. The customer will reach out to their healthcare provider regarding an alternate method of insulin therapy.